Manufacturer narrative:
Section d4: the lot number was updated/corrected. The correct lot/batch number of 32494370 is being reported, as this is the correct lot number for the suspect product. Due to the condition of received sample, we cannot perform a detailed investigation. The set was used and contaminated. We noticed the absence of the white protective layer and holder. It was also dry and wrinkled. We also found dirt, hair, particles and even synthetic fibers on the patch.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of at least 15 infusion set were not sticking well enough and detached from the body.